Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump is vibrating all the time with no glucose monitor in. Blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.